Event description:
A home patient contacted baxter's technical service center for assistance during their automated peritoneal dialysis therapy. Per initial report, the home patient was reusing the drain line extension. Baxter's technical service center assisted the home patient in ending therapy early. No patient injury or medical intervention was indicated at the time of the initial report.